Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated, and the monitor failed inspection for no sound on the monitor. The reduced availability of one out of the three modes (audio, haptic, video) of patient alert will not interrupt monitoring or therapy performance while a replacement is routed to the patient. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was in atrial fibrillation or atrial flutter with fast wide ventricular rate within the programed treatment zone. Per prescription the device was set to treat vt over 170 bpm. The patient failed to cancel the shock by pressing the alert button. There is no indication of a device malfunction or noise contributing to the device determining that the defibrillation threshold had been exceeded.

Event description:
Shock delivered notification was received on the customer support helpline queue. Ems was dispatched. Customer care spoke with the patient's caregiver who confirmed therapeutic shock. Patient was stable and in the ambulance. Patient's caregiver stated that they were having dinner and the patient was asymptomatic when the patient received a heart alert but the patient did not press the heart point alert button to divert the therapeutic shock. Patient was shocked 2 times and when the 3rd shock was about to be delivered they removed the battery. Patient's caregiver further stated that the patient was not trained properly and didn't know they have to press the heart point alert button to cancel the therapeutic shock. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.